Manufacturer narrative:
Analysis on the returned probe has the tip broken off. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra//peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the tip of the probe broken off inside the pedicle (40mm). The manufacturing representative reports that the surgeon was malleting the probe and the tip broke off. The instrument broke during the placement of 3 out of the 4 screws. 2 screws were placed already on the left side, so the surgeon decided to do a unilateral fusion. The surgeon was unable to remove the piece of the probe and was left in the right l4 pedicle. There was a less than 1-hour delay to the procedure and no impact on patient outcome.